Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 600 mg/dl. Troubleshooting was performed on the customer's insulin pump, which had alarmed no delivery. It was stated that the insulin did not exit while performing a fixed prime, however the insulin did exit with the manual prime. It was also stated that the customer's doctor says he will not be released from care until the patient has received emergency supplies. Nothing further was reported.